Event description:
Per the independent repair center statement, the unit will not start. The key failure was a short circuit on the capacitor. Additional malfunctions were, the pilot valve was leaking, the o-ring pilot valve is defective. The zip tie's for the sieve beds and manifold were replaced. The intake filter is dirty, and the cabinet filter is missing.